Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the sticky trigger, identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the trigger of the compact air drive device was sticky. It was further observed that the locking mechanism was stiff/stuck, and the device would not run due to a damaged motor. It was determined that the device could not engage the attachment. It was further determined that the device failed pretest for check attachment coupling with oscillating drill attachment, check reverse locking mechanism with oscillating saw attachment ii, check for sticky trigger, check function of device and check power with power test bench. It was noted in the service order that the device did not work and had a low pressure. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.